Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 309 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer alleging possible insulin pump was under delivery because customer getting high blood glucose. Customer reports bolus history displays all bolus entries based on their recollection. The device will not be returned for analysis.